Event description:
An MRI clinical instructor reported an issue with a mini stick max micro puncture guidewire. It was reported that the patient was brought to beth israel, after coding at another area hospital and was sent to the interventional radiology department. The patient underwent a thrombectomy procedure, during which the guidewire detached in the patient and a fragment was retained. The patient was sent for an MRI and the account requested information regarding MRI compatibility. Ultimately, the MRI was denied by the account and angiodynamics clinical and scientific affairs informed the account that the guidewire is not MRI compatible.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of guidewire (tip) detached and was retained in the patient cannot be confirmed since no complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for this type of guidewire tip detachment failure mode is end user attempting to pull guidewire back through the needle; this can fracture coils of the guidewire when pulled against the sharp needle bevel tip. No device history record review was conducted since there was no reported lot # and ship history lot review was not performed since the mini-stick max item # is unknown and the facility where the guidewire event occurred is unknown labeling review: direction for use is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with its labeling. Adverse events guidewire shearing, fracture or embolization operational instructions 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).